Event description:
Procedure: wedge resection. Reportedly, while firing the device a cracking sound was heard then the device would not be fired any more. The surgeon removed the stapler from the tissue and used another instrument with another sulu and the firing was performed properly this time. Several days after the surgery, an x-ray showed what appeared to be a component of the staple cartridge in the body cavity. The piece remains in the body cavity.